Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed.

Event description:
The initial reporter received a questionable result from a coaguchek xs meter. The laboratory result using an unknown reagent was 2.3 inr. The meter result was 3.1 inr